Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the atrial lead exhibited possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.